Manufacturer narrative:
Medtronic received additional information that the band was explanted and replaced due to moderate regurgitation which remained after the band was placed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that immediately post implant of this 27 mm annuloplasty band, the band was explanted and replaced with a 29 mm bioprosthetic valve. The reason for the explant was not reported. No additional adverse patient effects were reported.